Event description:
It was reported that frost was observed on the needle shaft. This icerod plus 90 degree needle was selected for a percutaneous cryoablation procedure for residual tumor after tace for liver cancer. During the testing phase, the whole needle was found to be covered with frost. The needle was not used for the procedure; no patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this icerod plus 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle revealed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without any abnormal functionality. Further testing included a five-minute freeze cycle, and it was found that the needle shaft became completely covered in frost. The needle was disassembled, and the vacuum sleeve was tested for vacuum integrity. The vacuum sleeve became covered in frost, indicating the vacuum sleeve was defective. The vacuum sleeve was inspected under a microscope for abnormalities revealing discoloration and abnormalities that likely led to the vacuum integrity failing.

Event description:
It was reported there was frost observed on the needle shaft. This icerod plus 90 degree needle was selected for a percutaneous cryoablation procedure for residual tumor after tace for liver cancer. During the testing phase, the whole needle was found to be covered with frost. The needle was not used for the procedure; no patient complications were reported.